Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) leads felt poorly and experienced dehydration and was noted to have an increased white blood cell count. Additionally, oversensing was observed on the ra channel and the ra and rv leads were observed to be programmed to unipolar configuration for an unknown reason. Further review of stored device memory noted episodes of pacemaker mediated tachycardia (pmt) and low out of range rv pacing impedance measurements of 200 ohms. Boston scientific technical services (ts) discussed that the oversensing could be a contributing factor in the pmt and recommended further evaluation. The patient was going to be treated for the dehydration and increased white blood cell count and then be referred to their following physician for further evaluation. Attempts to obtain additional information were made, however, at this time no additional information is available. This product remains implanted and in service. No adverse patient effects were reported.